Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer received analyzer alarms and noticed issues with qc results. When reviewing patient results, the customer noted some patients had low results. Twelve patient samples were repeated on another cobas e601 analyzer at the site. Of the data provide only the results for two patient samples were discrepant. Sample 1 original myoglobin stat result was 24.9 ng/ml. The repeat result was 123.4 ng/ml and was corrected. Sample 2 original n-terminal pro b-type natriuretic peptide, stat (probnp) result was 78.3 pg/ml. The repeat result was 722.5 pg/ml and was corrected. This patient was a male born on (B)(6) 1948. The original results were reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The myoglobin reagent lot number was 17695502 with an expiration date of 07/31/2015. The probnp reagent lot number was 18111902 with an expiration date of 03/31/2016. The customer changed the pinch valve tubing again and performed primes, air purges, liquid flow cleaning and measuring cell preps. The customer stated the qc is all fine now. The customer repeated sample 1 again and the result was 122 ng/ml. The field service representative determined there was faulty pinch valve tubing. The customer had replaced the pinch valve tubing prior to his arrival. He ran diagnostics on the instrument and found the results to be high. He performed adjustments on the measuring cell and ran performance testing. The customer ran calibration and qc with results within specifications.